Event description:
Boston scientific received information that this atrial lead had impedances greater than 3000 ohms. There was also report of no sensing and no capture at maximum outputs. As a result the physician elected to reprogram around this lead. This issue will be reassessed once the device declares the elective replacement indicator (eri) which was expected in the next six months. The patient denied any symptoms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this lead was taken out of service. It was unknown if this lead was surgically abandoned or explanted. A new system was implanted.